Event description:
Reportedly, there is a display issue with the subject programmer.

Manufacturer narrative:
"No" ticked by mistake (device not returned).

Event description:
Reportedly, there is a display issue with the subject programmer.